Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 occurred during the load process, a minimum fill message occurred after the cartridge was filled with 180 units, and the customer experienced resistance when filling a cartridge. Customer's blood glucose was 244 mg/dl. Reportedly, a new cartridge was loaded to address the event.